Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor power supply voltage error detected. The alarm has occurred four times in the last 30 days. The customer was able to clear the alarm, rewind and reprogram the insulin pump. There were no significant events prior to the alarm. The customer was advised to return the insulin pump for analysis.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement and self-test. The pump had constant error 41 alarms during the rewind due to moisture damage on all electronic assemblies. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, or occlusion tests. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, a peeling end cap address label, slight corrosion on the force sensor assembly and moisture damage on the motor home switch.